Event description:
A report received from another country, indicated associated a cypher stent with migration from target lesion after implantation. The percutaneous coronary intervention was an elective procedure for angina. The target lesion was in the distal left circumflex coronary artery. It was de novo, moderately calcified with 70% stenosis. It is unk whether predilatation was conducted. After the physician implanted the stent at the target lesion under 12 atms, he removed the stent delivery sys from the pt. The physician then noticed that the stent had shifted from the target lesion. He used the original stent delivery sys to retrieve the stent from the pt. It is not known if post dilatation was conducted. A different stent was implanted at the lesion. There was no report of injury to the pt.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the us cypher sirolimus-eluting coronary stent. Add'l info will be submitted within thirty days upon receipt.